Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to depress button #2 of 5f mynx control vascular closure device (vcd), the button never fully depressed, and the physician stated ¿it felt gritty, and I was met with a lot of resistance.¿ the balloon appeared to be scrunched at the distal end and was not re-sheathed as expected, and a little bit of sealant came out with the device too. There was no patient injury. The closure was patent. The physician followed the appropriate steps to deflate the balloon after button 1 was fully depressed as expected and the sealant was deployed and waited for the 2min swell time. The common femoral artery was larger than 5mm in diameter and there was no calcium or stent in the access area. The device is available and returning for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, and h6 a product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to depress button #2 of 5f mynx control vascular closure device (vcd), the button never fully depressed, and the physician stated ¿it felt gritty, and I was met with a lot of resistance.¿ the balloon appeared to be scrunched at the distal end and was not re-sheathed as expected, and a little bit of sealant came out with the device too. There was no patient injury. The closure was patent. The physician followed the appropriate steps to deflate the balloon after button 1 was fully depressed as expected and the sealant was deployed and waited for the 2min swell time. The common femoral artery was larger than 5mm in diameter and there was no calcium or stent in the access area. Additional information was requested but not provided. The device was returned for evaluation. Addendum: initial product evaluation showed that the balloon proximal bond was detached from the polyimide shaft. The balloon and balloon proximal end were bunched up, exposing the balloon proximal bond area, and the core wire as received.

Event description:
As reported, when trying to depress button #2 of 5f mynx control vascular closure device (vcd), the button never fully depressed, and the physician stated ¿it felt gritty, and I was met with a lot of resistance.¿ the balloon appeared to be scrunched at the distal end and was not re-sheathed as expected, and a little bit of sealant came out with the device too. There was no patient injury. The closure was patent. The physician followed the appropriate steps to deflate the balloon after button 1 was fully depressed as expected and the sealant was deployed and waited for the 2min swell time. The common femoral artery was larger than 5mm in diameter and there was no calcium or stent in the access area. Additional information was requested but not provided. The device was returned for evaluation. Addendum: initial product evaluation showed that the balloon proximal bond was detached from the polyimide shaft. The balloon and balloon proximal end were bunched up, exposing the balloon proximal bond area, and the core wire as received.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2228304 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when trying to depress button #2 of 5f mynx control vascular closure device (vcd), the button never fully depressed, and the physician stated, ¿it felt gritty, and I was met with a lot of resistance.¿ the balloon appeared to be scrunched at the distal end and was not re-sheathed as expected, and a little bit of sealant came out with the device too. There was no patient injury. The closure was patent. The physician followed the appropriate steps to deflate the balloon after button 1 was fully depressed as expected. The sealant was deployed, and they waited the 2 minutes for swell time. The common femoral artery (cfa) was larger than 5mm in diameter, and there was no calcium or stent in the access area. Additional information was requested but not provided. A non-sterile ¿mynx control vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that button 1 was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was not fully depressed; it was depressed approximately 2/3 of its total travel. The syringe was connected to the device with the stopcock opened. The sealant was not returned, and it was observed that the balloon was severely twisted as received. A non-cordis procedural sheath was locked onto the sheath catch. Dimensional analysis could not be performed on the balloon of the returned device due the received condition. Per functional analysis, an inflation/deflation test could not be performed on the returned device due to the severely twisted condition of the balloon. In addition, button 2 could not be fully depressed due condition of the received balloon. Per microscopic analysis, visual inspection at high magnification showed that the balloon was severely twisted as received. The internal mechanism was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. The product history record (phr) review of lot f2228304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-partial¿ was not confirmed as the sealant was not returned for analysis and procedural images were not provided. Although, the reported events of ¿button #2-frozen/locked¿ and ¿balloon-retraction jam¿ were confirmed through analysis of the returned device. However, the events experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, access site vessel characteristics (such as vessel tortuosity or sheath insertion angle), and/or procedural/handling factors (such as pushing button 2 before ensuring full balloon deflation) possibly contributed to the balloon retraction jam and the subsequent difficulty depressing button 2 and the removal of the sealant when removing the device from the patient. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device states to ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if button 2 is depressed before ensuring complete balloon deflation by observing that the air bubbles and fluid have stopped moving through the inflation tubing, the partially inflated balloon can result in issues experienced when the balloon is pulled into the advancer tube, and the subsequent resistance when depressing button 2. Additionally, if the balloon was not fully retracted into the advancer tube before attempting to remove the device, the sealant could be dislodged from the vessel wall during device removal. Neither the phr review, nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2228304 presented no issues during the manufacturing process that can be related to the reported event.